Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per design the controller is set and expected to alarm in order to alert the user under certain pre-set conditions. If the alarm does not correct itself or there are multiple occurrences of the alarm this may be indicative of a fault in the continuity of pump-to-pump controller electrical connections or controller component or pump malfunction. This may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that he/she heard a single intermittent beep from the controller. The sound was not associated with a specific power source. No alarms were noted on the controller; no power switching. The controller was exchanged with no reported patient impact or consequences.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient experienced an intermittent beep from the controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and/or communication errors between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate communication errors between controller and battery. The most likely root cause of the reported "beeps" can be attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.